Event description:
It was reported that noise was observed on both a and v channels. The noise could be reproduced with arm movements. The device has migrated below the armpit. Possible abrasion between the leads was discussed. The leads may have been displaced when the ICD migrated. Patient is scheduled for explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.